Event description:
Related manufacturer report number: 3006705815-2022-15146. It was reported that the patient was experiencing ineffective therapy since both of their leads had migrated. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient attempted to undergo surgical procedure on (B)(6)2022 to replace the leads, but the physician was unable to place the new leads so the procedure was cancelled. Further surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.